Event description:
It was reported that the customer's pump had an alarm. The contact stated that the pump is alarming after the infusion set and site were changed. Also it was indicated that the device alarmed without the reservoir and after cleaning the lead screw.